Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-07270. It was reported a perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was chicken wing shaped. A watchman® access system (was) was in the patient. As the watchman ® laa closure device & delivery system (wds) was being advanced, the was straightened and caused a small tear in the backwall of the laa. The pericardial effusion was growing. The closure device was never deployed. They aborted the procedure and tapped the patient, draining 600 cc. The was was withdrawn from the laa and a contrast injection to the backwall revealed the effusion was completely sealed, likely aided by pericardial fat. Since the patient was still leaking a little bit of blood, the chest tube remained as there was still blood draining and approximately 1100 cc had been drawn. The patient went to the cardio vascular intensive care unit. There was no effusion the next morning.